Manufacturer narrative:
No non-conformance was found after okb reviewed all manufacturing and qc records of the suspected device (meter serial#: (B)(4) and strip lot#: d181031-2). Return and retained strips (lot#: d181031-2) were re-tested by using return meter (serial#: (B)(4)) and retained meter (serial#: (B)(4)) with control solutions (level low: batch# 8ah1a94, exp. By dec., 2020; level high: batch# 8ah3a14, exp. By sept., 2020), respectively, and results were shown below. *only 2 remaining strips had been returned from the patient. Return meter w/ *return strips: 134** (level low) and 338** (level high). Return meter w/ retained strips: 73/72 (level low) and 285/258 (level high). Retained meter w/ retained strips: 74/75 (level low) and 291/279 (level high). Desiccants of retained strips from okb's warehouse were still functional (orange color), and testing results above met the acceptance criteria (level low: 35~85; level high: 210~320). However, desiccants of return strips from patient were ineffective (green color), and testing results above were failed**. Abnormal high results were obtained because strips have got damp. Warning information regarding close the vial lid of strips immediately was disclosed in user's manual, strip box and labeling, vial label and outside surface of the lid of strip bottle. Therefore, user's improper operation and preservation mostly caused the malfunction of the device.

Event description:
End-user stated that medical attention was sought on (B)(6) 2020 around 2:30pm at home. End-user stated that his meter is giving him higher than normal results. He said he tested before breakfast got a result of 320mg/dl , a normal result for that time of day is around 95-130mg/dl. He said that he took his daily medications and had a breakfast of 2 waffles coffee, banana nut bread. He stated that his girlfriend found him incoherent about 5 hours after testing and called ems. End-user does not recall how long it took ems to arrive only that they checked his meter ( unclear as to how this was done ). The end-user stated that the ems did not test him with their meter. The end-user stated that ems attempted to start an IV but were unable due to him thrashing around. Upon arriving at the hospital, the end-user stated that his blood glucose was 46mg/dl. He was given IV fluid and a glucose to raise his blood glucose. He stated that he was admitted to the hospital for 3 days. The end-user stated he was told that his meter is reading 1000 point higher that the hospitals meter. The end-user also stated that he wasn't given any other treatment. He said when he was discharged from the hospital his blood glucose was 190mg/dl. He was told to follow up with his primary doctor in week. After seeking medical attention his novolog mix flex pen was changed from 75-25 to 70/30. He was treated at (B)(6). No additional information was provided.